Event description:
It was reported that the diamondback 360 precision coronary orbital atherectomy device (oad) could not be advanced to the severely calcified left anterior descending artery (lad) for treatment after going through a guide catheter through radial artery access. Resistance was felt when trying to advance it. Glideassist was used but it still could not be advanced. They removed the oad and opened a new one which advanced over the same viperwire advance guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. In the opinion of the physician the event was due to operator error. Difficulty was not encountered during advancement of other devices into the lesion. On (B)(6) 2025, oad investigation was competed indicating the oad was received with a viperwire fractured spring tip lodged in its tip bushing. The spring tip shows evidence of being spun over by the oad driveshaft.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The guide wire spring tip fracture is confirmed as it was lab identified. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported spring tip fracture appears to be related to user error. Scanning electron microscope (sem) analysis identified evidence of rotational damage on the proximal end of the spring tip indicating that the spinning driveshaft contacted the spring tip causing the fracture. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU) warns: ¿use fluoroscopy to monitor and maintain spacing between the driveshaft and guide wire spring tip throughout the procedure. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is not known as the part and lot number were not provided.